Manufacturer narrative:
On 2/10/2020, mentor became aware that patient experienced capsular contracture; baker grade IV on her right side. The patient underwent explantation and replacement with catalog number 3505004bc; serial number (B)(6) on (B)(6) 2020. On 2/18/2020, the mentor failure analysis lab received the device for evaluation. On 2/25/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device no apparent damage could be observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover any device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a 500 cc mentor memorygel breast implant and was presented with capsular contracture; baker grade iii on her right side postoperatively. On (B)(4) 2020, mentor became aware that the device will be explanted on (B)(6) 2020.